Event description:
It was reported that the artificial urinary sphincter (aus) implant device failed. The physician reported that the glue around the reservoir was undone and that was the cause of their system leaking out all the fluid from the reservoir, resulting in the system not working and the patient experiencing recurring incontinence again. The physician removed and replaced the device through replacement surgery. The pressure regulating balloon had a pinhole leak at the junction between the tubing insertion and the balloon, causing the fluid loss. The etiology of impotence was non-neurogenic robotic post prostatectomy. There were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for cuff is (B)(4). D10: concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) implant device failed. The physician reported that the glue around the reservoir was undone and that was the cause of their system leaking out all the fluid from the reservoir, resulting in the system not working and the patient experiencing recurring incontinence again. The physician removed and replaced the device through replacement surgery. The pressure regulating balloon had a pinhole leak at the junction between the tubing insertion and the balloon, causing the fluid loss. The etiology of impotence was non-neurogenic robotic post prostatectomy. There were no further signs or symptoms reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for cuff is (B)(4). D10: concomitant product UDI for pump is (B)(4). H6: upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) pressure regulating balloon (prb) underwent a thorough analysis. The prb was visually and microscopically inspected, and leak tested. The visual inspection of the prb revealed that the prb was non-spherical. The prb was identified to have a hole from fatigue between the shell and adaptor junction. The leak test revealed that the prb had a leak from fatigue between the shell and adaptor junction. The reported patient symptom is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, the hole identified in the prb could have caused or contributed to the reported clinical observations of fluid leak and hole/perforated.